Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device reached elective replacement indicator (eri). It was also reported that when the device was checked three months earlier, the remaining longevity estimated to be 3 to 16 months, yet tripped to eri one week after that device check. The patient was observed as being symptomatic to the vvi 65 setting. The device was explanted and replaced. No patient complications have been reported as a result of this event.